Manufacturer narrative:
The device was evaluated. Visual inspection was performed which revealed a hole in the tubing approximately five inches from the adaptor. Functional testing was performed which included clear passage and clamp function tests with no issues noted. Functional leak testing was performed which showed a leak from the hole in the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a transfer set had a cut in it at an unspecified location. This was identified at the patient¿s home during an unspecified process step of peritoneal dialysis. There was no leak observed. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information was available.